Event description:
It was reported that during a procedure where the cable was used, it was difficult to get the ace header into the high voltage "a" (hva) port. Therefore the cable was not used and a replacement requested. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the cable is in process; the results will be forwarded when available.